Event description:
It was reported that the patient experienced lightheadedness and near syncope episodes in (B)(6) of 2014. The atrial lead exhibited noise. It was noted that the patient had been taking a low dose medication for beta blockers. The device was reprogrammed.

Manufacturer narrative:
(B)(4).